Event description:
Brief statement on (B)(6) 2024, total knee replacement surgery was cancelled due to the discovery of a foreign (white powdery) substance located in system 9 dual trigger rotary handpieces in three separate stryker system 9 power instrument sets. There are several hand pieces (system 9) within the same system, however, the only defective hand piece identified is the rotary handpiece (dual trigger). The facility validated that internal decontamination processes were not linked to the defective handpiece finding.